Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the patient was unable to convert. Another device was used. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device logs associated with the 9/8/25 event appeared corrupted, showing "??????" In several key data fields. While the printed logs from the device showed normal sync-mode operation with two cardioversion discharges, the corresponding json files in case review were missing information. The cause of the corruption remains unknown. This did not affect clinical function or the device's ability to deliver energy. The device passed functional testing without duplicating the report. A factory clear was performed to correct the corruption. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.